Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 130 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer last changed his infusion set two days before the event. The customer was disconnected during priming. The customer uses quick-set infusion sets. No infusion site or set problems were noted. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.